Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was tested for flow rate accuracy at a rate of 40ml/hr with a vtbi (volume to be infused) of 40ml. The total amount infused was 38.810 ml for a percent error of -2.975 which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump under infused during testing. This was further reported as "parameters set were 10-40 ml for the low end and 200-800 ml for the high end. All units were below 175 on the high-end which was sighted as a failure". There was no patient involvement. No additional information is available.